Manufacturer narrative:
Age at time of event: greater than 60 years. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
It was reported that stent foreshortening occurred. The target lesion was located in the iliac vein. A 18x90/10fr 75cm wallstent® endoprosthesis stent was advanced and was well deployed in the lesion. Post dilation was performed using an unspecified balloon catheter; however, it was noted that the newly implanted stent was dramatically foreshortened. The procedure was completed by implanting another of the same device. No patient complications were reported and the patient's status was fine